Event description:
Sales consultant reports alleged plate break that required revision. Approximately 2 years ago on a date unknown, patient was fitted with 2 pre-bent 9mm advancement maxillary plates. On (B)(6) 2013 an x-ray revealed that the plates had fractured and required immediate explant. Revision surgery was performed that same day without further incident. This report is for one pre bent advancement maxillary plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Plate was implanted on an unknown date approximately two years prior to explant. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). It is likely that fixation of the fracture was not optimized by the user and resulted in plate failure. The device is determined to be suitable for its intended use from a design perspective. Date of implant was corrected.

Event description:
Patients status/outcome was reportedly good. Original date of implant was reported as (B)(6) 2011.